Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and allergy to metals ("metal reactions"). At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals and device dislocation to be related to essure. The reporter commented: there is more to essure problems than just ptls concerning the injuries reported in this case, the following ones were reported via social media: allergy to metal and device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and allergy to metals ("metal reactions"). At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals and device dislocation to be related to essure. The reporter commented: there is more to essure problems than just ptls. Concerning the injuries reported in this case, the following ones were reported via social media: allergy to metal and device dislocation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.